Event description:
It has been reported to philips that the host pc would not start. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse identified that the host pc was defective. The fse replaced the host pc along with its hard disc drive (hdd), and the system was returned to use in good working order. The codes were updated based on the investigation outcome.